Event description:
It was reported that the remote monitor failed to send a carealert transmission when an alert was triggered that a lead had fractured, resulting in inappropriate therapy. The monitor was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received inappropriate therapy. A lead fracture was noted and the lead integrity alert was triggered. The lead was replaced. No further patient complications were reported as a result of this event. It was further reported that the remote monitor failed to send a carealert transmission when the right ventricular lead fractured. The monitor was replaced.